Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received informant that one week most implant there was an increase in the pacing thresholds of this right atrial (ra) lead. An x-ray was done which showed that the ra lead had dislodged. The lead was repositioned successfully. No additional adverse patient effects were reported.